Event description:
Analysis of the explanted generator was completed on 02/25/2015. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Diagnostic values indicated that the output current reported low (2.50ma) with the device programmed to 3.00ma. However, the measured output signal amplitude (both prior to (11.98v) and after the monitoring test (11.94v)) demonstrates that the generator is able to deliver the programmed 3.00ma (with a 4k ohm load calculated output 12.00v +/- 10%) despite the warning message of a low output condition. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according functional specifications. The battery, 2.712 volts as measured, shows an ifi=yes condition. The data in memory locations revealed that 93.632% of the battery had been consumed. A battery life calculation resulted in 0.6 years remaining before the near-end-of-service (neos) flag would be set to a neos=yes condition. Other than the noted event (diag low ma), there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2015 due to near end of service. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Clinic notes were received indicating that the vns patient experienced an increase in seizures. The patient¿s seizures increased from bimonthly to daily. It was noted that the patient was taking medication daily. The physician suspected decreased battery life and referred the patient for surgery. No known surgical interventions have occurred to date. A battery life calculation using the available programming history approximately 0.7 years remaining until eri = yes.